Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set had infusion flow block alarm on (B)(6) 2024 and the blockage was located at site. The event occured 3 or more hours after insertion. The site of insertion was at abdomen. No further information was available.